Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. The system performed as intended. The imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was in a case and claimed they were inaccurate. The site finished the case using navigation and flouro for confirmation. The doctor used a cranial reference frame but did not attach it to the patient. The frame was attached to the bed using the vertek arm. This allowed the spine to move independently from the frame, therefore causing the imaging system's navigation to be inaccurate. A representative was unable to replicate the inaccuracy with the demo exams. There was a delay of surgery of less than one hour, and there was no other reported impact to patient outcome.